Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported at the end of the treatment while the disposable supplies were being disconnected, the connection between the cassette and the tubing appeared to be damp. The reporter alleges that the connection between the cassette and the tubing is not tight enough and thinks that this system needs to be a closed system. No patient injury was reported.